Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), uterine haemorrhage ("heavy uterine bleeding / abnormal bleeding"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia") and device dislocation ("coils were noted to extend from the fallopian tube insertion sites into the fundus") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea (seriousness criteria medically significant and clinically significant/intervention required), uterine haemorrhage (seriousness criterion medically significant), dyspareunia (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criterion medically significant) and abdominal pain ("severe abdominal pain / lower quadrant abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and dizziness ("dizziness"). The patient was treated with surgery (transvaginal hysterectomy on (B)(6) 2013 and diagnostic laparoscopy with bilateral salpingectomy on (B)(6) 2014). At the time of the report, the menorrhagia, dysmenorrhoea, uterine haemorrhage, pelvic pain, dyspareunia, device dislocation, abdominal pain and dizziness had resolved. The reporter considered menorrhagia, dysmenorrhoea, uterine haemorrhage, pelvic pain, dyspareunia, device dislocation, abdominal pain and dizziness to be related to essure. Diagnostic results: on (B)(6) 2013: transabdominal pelvic ultrasound to evaluate her menorrhagia and dysmenorrhea. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had menorrhagia/heavy uterine bleeding/abnormal bleeding and dysmenorrhea after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy (4 months after device placement) and essure coils were noted to extend from the fallopian tube insertion sites into the fundus (regarded as device dislocation). Ten months later, she was submitted to a diagnostic laparoscopy with a bilateral salpingectomy due to pelvic pain and dyspareunia. Essure was removed. These events are anticipated according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body) or dislocation into the fallopian tube and can result in pain and bleeding. In this particular case, although the exact mechanism of the reported events is not known; given their nature causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils were noted to extend from the fallopian tube insertion sites into the fundus/migration'), menorrhagia ('menorrhagia'), dysmenorrhoea ('dysmenorrhea'), pelvic pain ('pelvic pain') and dyspareunia ('dyspareunia') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), uterine haemorrhage ("heavy uterine bleeding / abnormal bleeding"), dyspareunia (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain / lower quadrant abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), migraine ("migraines or headaches"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy on (B)(6)2014 and transvaginal hysterectomy on (B)(6)2013). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, uterine haemorrhage, pelvic pain, dyspareunia, abdominal pain and dizziness had resolved and the migraine, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, device dislocation, dizziness, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: (B)(6)2013, she explanted essure (as per pif discrepancy noted). Diagnostic results: on (B)(6)2013: transabdominal pelvic ultrasound to evaluate her menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('coils were noted to extend from the fallopian tube insertion sites into the fundus/migration'), menorrhagia ('menorrhagia'), dysmenorrhoea ('dysmenorrhea'), pelvic pain ('pelvic pain') and dyspareunia ('dyspareunia'). In a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), uterine haemorrhage ("heavy uterine bleeding/abnormal bleeding"), dyspareunia (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain/lower quadrant abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), migraine ("migraines or headaches"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy on (B)(6) 2014 and transvaginal hysterectomy on (B)(6) 2013). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, uterine haemorrhage, pelvic pain, dyspareunia, abdominal pain and dizziness had resolved. And the migraine, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, device dislocation, dizziness, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: (B)(6) 2013, she explanted essure (as per pif discrepancy noted). Diagnostic results: on (B)(6) 2013, transabdominal pelvic ultrasound to evaluate her menorrhagia and dysmenorrhea. Quality safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although, we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported, which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed, but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined. Therefore, no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: product indication added, new event: added migraine, autoimmune disorder, hypersensitivity. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality-safety evaluation of ptc. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had menorrhagia/heavy uterine bleeding/abnormal bleeding and dysmenorrhea after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy (4 months after device placement) and essure coils were noted to extend from the fallopian tube insertion sites into the fundus (regarded as device dislocation). Ten months later, she was submitted to a diagnostic laparoscopy with a bilateral salpingectomy due to pelvic pain and dyspareunia. Essure was removed. These events are anticipated according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body) or dislocation into the fallopian tube and can result in pain and bleeding. In this particular case, although the exact mechanism of the reported events is not known; given their nature causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. The product technical analysis concluded, based on the available information a product quality defect could not be confirmed, but is considered plausible. Further information will be obtained through the litigation process.